Manufacturer narrative:
Device evaluation details: it was confirmed that the issue was resolved by replacing the faulty bs-ECG cable with another one that was delivered to the customer. The system is ready for use. The suspected bs-ECG cable was not available to return for further investigation by the manufacturer, as the cable was discarded. The history of customer complaints reported during the last year and associated with carto system # 66607 was reviewed. No similar additional complaint was found. The manufacturing record evaluation was performed on carto 3 # 66607, and no internal actions related to the reported complaint condition were identified. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto 3 system and signal interference occurred on all ECG channels. It was initially reported by the customer that the body v1 lead signal is interfering and the body connection has been used more than 100 times on the machine. The customer's initial reported signal interference was not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 6-aug-2025, additional information was received indicating the signal interference was observed on all ECG, body surface (bs) and intracardiac (ic) channels. The issue occurred while the affected catheter was inside the patient¿s body and the physician did not have any other intact ECG signal available to monitor patient¿s heart rhythm. Based on this additional information, the event was reassessed as an MDR reportable malfunction since the physician did not have intact ECG signals to monitor the patient.